Event description:
It was reported that there was a crack (or cut) noticed in the curvature 3 days post insertion. The hospital suspects that the patient may have actually inadvertently cut the catheter.

Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon.